Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) of 600 mg/dl and high ketones. Reportedly, the ketone level was identified as dangerous/life threatening by a healthcare provider. The customer reported that there "probably" was permanent damage due to high ketone level; however, the customer did not provide a definitive response. Bg was treated with multiple supply changes and manual injections. When the customer arrived at the hospital, bg was lowering steeply and hospital gave the customer sugar to stabilize bg. Reportedly, the cartridge leaked at the connector. A new cartridge was loaded to address the event and the customer was released from the hospital on (B)(6) 2017.